Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. An open-short was identified during a touchscreen test. The programmer was disassembled, and it was determined that an issue with the touchscreen's laramie. Using a microscope damage was confirmed on the laramie which resulted in the observed field allegations. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that the programmer stopped working during implant, the touchscreen was not responsive. No adverse patient effect was reported. The programmer was being returned.